Event description:
Related manufacturer reference number: 3006705815-2023-00604. Related manufacturer reference number: 3006705815-2023-00605. It was reported that the patient¿s lead migrated. Additionally, patient is experiencing pain at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient was experiencing pain/ burning at the ipg site. Surgical intervention took place wherein the leads and ipg were explanted and replaced to address the issue. The ipg pocket was relocated to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient experienced ineffective therapy due to the lead migration.